Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by patient "PICC was removed from right arm after blood clots found and a new PICC placed in left arm. There were some small blood clots on the left arm in the first several days but they started to be under control when the doctor found the therapeutic level for the blood thinner. I started blood thinner immediately upon the discovery of blood clots on the right arm. The symptom was majorly involved pain in the arm to the point that I could not elevate my arm, particularly the right arm when I first received the PICC line. No other symptoms. I am still on blood thinner and treatment is expected to continue for another month. The PICC line was removed a month ago because the line was no longer needed. " this file addresses the reported blood clots in the left arm after PICC placement.